Manufacturer narrative:
A ge service representative performed an on site investigation and repaired the system. The system was then found to be operating as intended.

Event description:
The customer reported that there was no image on the monitor and they could not perform exposures. There is no report of patient injury associated with this event.